Manufacturer narrative:
Correction: a2, b5, d4, d6a (not an implanted device - deleted implant date), g1, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Information from "follow up 2": (a6 - race) ethnicity: asian / pacific islander and (a4 - weight units) lbs.

Event description:
Healthcare professional reported "firmness" after treatment to the abdomen area. Healthcare professional later reported "device error", "firmness was not present prior to treatment and developed after the second abdomen session", "area was firm to palpation" and "consistent with a possible post-treatment subcutaneous tissue response or early paradoxical adipose hyperplasia (pah)" to the upper abdomen after treatment while using applicators curve 120 for the coolsculpting elite system. Symptoms started two months after first treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Information from "follow up 2": (a6 - race) ethnicity: asian / pacific islander and (a4 - weight units) lbs.

Event description:
Healthcare professional's office reported "area was firm to palpation" and "consistent with a possible post-treatment subcutaneous tissue response or early paradoxical adipose hyperplasia (ph)" to the upper abdomen after treatment while using applicators curve 120 (c120) for the coolsculpting elite system. Symptoms started two months after first treatment. Per coolsculpting provider, the patient received coolsculpting treatment to the abdomen on (B)(6) 2025 and (B)(6) 2025.